Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl and customer reported a "diabetic seizure". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer went to the emergency room to address low bg. Customer was treated with intravenous fluids of saline "and something that increased pt blood sugar". Customer was released the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.